Event description:
It was reported that during clinical use the cardiosave intra-aortic balloon (iab) had gas loss alarm. There was no patient harm or injury reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.